Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely patient condition related, the pump would not advance past with multiple different attempts and was unable to advance past the innominate, into the aorta.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use (IFU): section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. In instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿

Event description:
The complainant reported a patient (unknown race) with acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp for mechanical circulatory support (mcs); on this support for approximately four days before being escalated to an impella 5.5 due to ongoing cardiogenic shock. During insertion of the impella 5.5, at the point near the innominate artery, the pump would not advance past despite multiple attempts. The impella 0.018 guidewire was exchanged to a v18 stiffer guidewire. However, impella 5.5 device was still unable to advance past the innominate into the aorta. The decision was made to abort the case. The patient survived the impella cp explant and non-placement of the impella 5.5 device and was noted to be in stable condition following the event. Any treatment to the patient thereafter was unnoted.